Event description:
A customer reported, sensor error messages with the freestyle libre sensor. On the (B)(6) day of wear, the customer experienced vomiting and nausea. And had contact with a healthcare professional. The customer reported, he had a blood draw. And was treated with infusions, but no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint. And it has been determined, that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Section d4: (expiration date), and h4: (device manufacture date) have been updated, based on the extended investigation. Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from erica frank, +510-424-2454, erica.frank@abbott.com to audra fuentes, +1 510-749-5297, audra.fuentes@abbott.com.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported sensor error messages with the freestyle libre sensor, on the 1st day of wear. The customer experienced vomiting and nausea, and had contact with a healthcare professional. The customer reported he had a blood draw and was treated with infusions, but no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m000etzfl0 has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. A watermark was not observed at the base of the tail. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Therefore, the issue is is not confirmed to use due to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported sensor error messages with the freestyle libre sensor, on the 1st day of wear. The customer experienced vomiting and nausea, and had contact with a healthcare professional. The customer reported he had a blood draw and was treated with infusions, but no further information was provided. There was no report of death or permanent injury associated with this event.